Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The patient thought morphine was currently in the pump but did not know the dose or concentration. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the critical pump alarm was occurring. On (B)(6) 2018 the patient saw an 8286 (empty reservoir) code on their ptm (personal therapy manager). The patient had not recently had a pump refill but was not due for a refill. The next refill was scheduled for (B)(6) 2018. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(4) 2018 who reported that the pump was interrogated, and the empty pump alarm was occurring. The cause for the patient seeing the empty reservoir code on their ptm (personal therapy manager) was reported to be that the pump was scanned and stated no meds. The pump was refilled on (B)(4) 2018 and they pulled out 3-5 cc. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-aug-2018 from the healthcare professional (hcp) who reported that the patient only used their ptm (personal therapy manager) boluses a couple of times a week, so the hcp office always pushed the patient¿s refill date out one month from what the ptm stated at the time of the refill. The patient was told to watch the refill date on their ptm and if it changed to a sooner date than the scheduled refill date to call in and schedule an appointment. When the patient came in on (B)(6) 2018 and had their pump refilled they drew back 3.4 cc, but the pump was alarming and registering that the pump was empty. Per the hcp, the cause of why the pump was alarming and showing that the pump was empty when it still had medication in it was unknown. The hcp had no additional information. No further complications were reported/anticipated.